Event description:
It was reported that during routine device change, there was low impedance and no sensing on the left ventricular (lv) lead. It was determined that a new lv lead could not be added at this time. Therefore, polarity was changed and lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID: dtba2d1, lead, implanted:(B)(6) 2015. (B)(4).